Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the first 26mm commander delivery system balloon rupture during valve deployment. A second 26mm commander delivery system used which also ruptured. The balloon possibly came into contact with calcium spike which caused rupture. Both ruptured delivery systems were discarded and unable to save for return. Upon follow up, the fcs advised that the valve was deployed with first balloon and post deployed with second delivery balloon to confirm it was fully deployed. The fcs advised that was sent in the follow up, both balloon matches the balloon burst example. There are no photos available. The event occurred during inflation for both balloons. The devices were removed without incident. No instruments were used to remove the balloon cover. No extra volume was added to the balloon prior to the inflation. There was no leak noticed in the delivery system. Blood seen in the syringe after rupture. There was no difficulty with the valve alignment. Valve alignment was performed in a straight section. There was no difficulty withdrawing the delivery system. There was no injury or complication related to this event. The patient is stable. The 3mensio report was received.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on sample photo. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, 'the first 26mm commander delivery system balloon rupture during valve deployment. The balloon possibly came into contact with calcium spike which caused rupture.' Additionally, the 3mensio report revealed calcification in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.